Event description:
It was reported an infection occurred. Additional information obtained reported the source of the infection is not known and the organism was identified as methicillin sensitive staph aureus. It was further reported that the patient had bacteremia, endocarditis and there was vegetation on the leads but not in the pocket. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had cosmetic depression and there was apparent explant damage. (B)(4). The distal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation and inner tubing were kinked/buckled, the outer insulation was breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched and there was apparent explant damage.